Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple shocks. The patient also had the flu. Additional information indicates that the patient had several shocks for ventricular tachycardia (vt) events. The patient was admitted in the hospital and was found to have bacteremia. No reprogramming was made. This ICD remains in service as of this time. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that this implantable cardioverter defibrillator (ICD) was explanted due to bacteremia. No additional adverse patient effects were reported.